Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. It was confirmed that upon inspection of pump logs, no low battery reset was present and no unusual events were logged. The only logs present were routine logs following pump refills. The patient was sent a new ptm to resolve the issue.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via their implanted pump for chest wall and spinal pain. The patient had reported an error code "8474" on the personal therapy manager (ptm) on (B)(6) 2016. The reporter checked the technical report and there was no sign of the code or in the logs. There was no out of box failure and patient symptoms were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.